Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, insulation damage, undersensing and a possible fracture. It was noted that the patient experienced bradycardia, and an electrocardiogram showed that pacing had been delivered in aai pacing m ode although the patient¿s own pulse had existed. The patient was given a holter monitor. The pacing lead was reprogrammed and is planned to be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was fractured. The proximal conductor was fractured. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was explanted and replaced.